Manufacturer narrative:
Product ID, 3093-28 lot# v573248, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial #(B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was a lack of therapeutic effect. Patient had been getting up to go to the bathroom 5-6 times per night, prior to that the patient had been getting up 1 time per night. The patient had no falls or trauma to their body. The patient had been on a flight about a week prior and had experienced the symptoms since then. The patient tried different programs each night for four nights but it had not improved. It was discovered the stimulation was off, patient turned stimulation back on and to a comfortable stimulation level. Follow up reported the patient received assistance from their medtronic representative and their concerns were resolved.